Manufacturer narrative:
The customer¿s complaint of a communication error was confirmed through a review of the logs; however it was not replicated during testing. Review of the pcu event logs for the time of the event confirmed that pump modules s/n (B)(4) lost communication at the time of the event. On (B)(6) 2015 at 6:11:00 pm a channel disconnect/communication error event occurred on pump module s/n (B)(4), and the event log shows that this channel was removed from the pcu. At the time of the event the channel label for pump module s/n (B)(4) was reassigned from its previous label of channel c to a new label of channel b. At 6:11:04 pm another channel disconnect/communication error event occurred with pump module s/n (B)(4), and the event log shows that this channel was removed from the pcu. At 6:12:18 pm a concomitant pump module was removed; when this occurred a syringe module which was previously channel b became channel a. It is believed that this is what the user reported they saw. Functional testing of the returned system was performed. Despite considerable manipulation of these modules in an attempt to replicate a channel disconnect/communication error event, no communication errors could be replicated. Inspection of the iui connectors was performed. Signs of contamination were observed on both source pump modules male and female iui connectors. The gold plated contact pins were also observed to be spotted with an unknown contaminate, and a white dried fluid residue was found on the bodies of the connectors. The root cause of the communication errors is suspected to be contaminated inter-unit-interface (iui) connectors.

Event description:
The customer reported "we have had a pump issue. 2 infusion channels on alaris pump simultaneously beeped "communication error" and dropped off the main monitor as available channels (they were channels a [d10 carrier fluids] and c [art line fluids with heparin and papaverine], and channel b when this occurred became channel a). Infusion immediately stopped, removed from infusion channel, placed in new infusion channel on other alaris pump." The only infusion details are as noted above, rates, dose, and infusion volumes are unknown. Reportedly there was no effect on the patient and no medical intervention.